Manufacturer narrative:
Correction: in the initial report submitted to the FDA, mentor neglected to report that that the suspect medical device was discarded after explantation. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4). - h3 device evaluated by manufacturer: not returned to manufacturer - h6 type of investigation: b18 "device discarded".

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture, capsular contracture. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure a mentor memorygel breast implant 350cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was confirmed by MRI. Additionally, the patient developed baker grade IV capsular contracture in her left breast. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 490cc gel breast prostheses on (B)(6) 2021.